Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 600 mg/dl. The customer treated their blood glucose with manual injections and the insulin pump. Customer declined to check for air bubbles and leaks during troubleshooting. The customer stated the drive support cap appeared to be normal. It was also reported the customer had changes made to their basal rates. Customer also recalled several no delivery alarms occuring the day prior. The customer was advised to change out their infusion set, reservoir and insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.